Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. H6: codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy was approximately 50mm super to inferior; it was accurate right to left. Navigation was accurate immediately after spin and auto-registration. However, on approach for olif (oblique lumbar interbody fusion) trajectory the site noticed that the target levels (l4-5 disc space) were showing significantly more superior (l2-3) on navigation. The instruments were reverified, tried a different navigated tool (used dlif dilator and passive planar probe) and both were significantly and uniformly inaccurate inferior to superior. The site also did not appreciate any movement of the blue mis (minimally invasive surgery) frame as they used a perc pin for referencing. Again, they were accurate immediately after the spin on anatomy check of iliac crest and perc pin in view. They then performed an additional spin and resumed procedure without issue or inaccuracy. There was a 10-15 minute delay to troubleshoot and respin.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0: h3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that after the spin, the team determined that the navigation was off by multiple centimeters (superior to inferior). The site performed a new spin and the issue was resolved. There was a less than one hour delay and no impact on patient outcome.